Manufacturer narrative:
Pending engineering evaluation. Pending device return.

Event description:
Revision - reason unknown.

Manufacturer narrative:
Pending engineering evaluation. Pending device return.

Event description:
Revision - reason unknown.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of axial rotation mismatch of the femoral component relative to the insert, which led to wear of the polyethylene.

Event description:
Index surgery: (B)(6) 2000. Revision of knee component due to excessive wear.